Event description:
It was reported that, this electrode exhibited noisy signals oversensing. Troubleshooting was performed in the clinic and the noise was reproducible. A fracture is suspected at a pocket level. A replacement of the lead was recommended. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this electrode exhibited noisy signals oversensing. Troubleshooting was performed in the clinic and the noise was reproducible. A fracture is suspected at a pocket level. A replacement of the lead was recommended. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, an untreated episode was observed. Electrode manipulation was performed and noisy signals were reproducible. Subsequently, the whole system was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode exhibited noisy signals oversensing. Troubleshooting was performed in the clinic and the noise was reproducible. A fracture is suspected at a pocket level. A replacement of the lead was recommended. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, an untreated episode was observed. Electrode manipulation was performed and noisy signals were reproducible. Subsequently, the whole system was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, boston scientific concludes that analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Device labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it can be concluded that detailed analysis did not identify any product performance concerns that would have cause or contributed to the reported fracture. Risk review: a risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.